Event description:
It was reported that the system 9800 had difficulty storing and retrieving images. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
The reported issue is currently under investigation. Hard drive has been ordered and will be replaced when available. A follow up report will be filed when additional details become available.